Event description:
It was reported that in preparation for implant, the implantable cardiac monitor (icm) bluetooth was enabled. The procedure was then delayed for two hours.  On proceeding with the procedure, the device was unable to reconnect to the mobile monitoring application. The icm was not used and replaced. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.